Event description:
It was reported that when using the bd pyxis¿ medflex 1000 user was unable to sign in using the fingerprint reader due to lines displayed on the screen, indicated that the fingerprint reader was damaged. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.